Event description:
A customer contacted baxter to repoty that the patient line cap was loose. There was no patient injury / medical intervention.

Manufacturer narrative:
(B)(4)one actual sample and six companion samples were available for evaluation, and have been requested. A follow-up report will be submitted when the sample is received and the evaluation is completed.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s..

Manufacturer narrative:
(B)(4). Correction: a total of 7 companion samples were received, as opposed to 6 as reported in the initial emdr. One actual sample and 7 companion samples were returned for evaluation. Actual sample was reviewed and the reported condition was not confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. No assignable cause can be established for the reported condition. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
As reported, there was a balloon burst and a new fogarty catheter had to be used. No clinical consequences for the patient.